Manufacturer narrative:
Report information references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that their implantable neurostimulator (ins) was sticking out so that it was protruding and could be seen and felt right under the skin. The manufacturing representative (rep) told the patient they did not have enough skin in that area. When the patient moved to the left or right, the ins moved, and there was pain every time they moved. The patient had to sit with a cushion on their bottom because of the pain. It was also reported that the stimulation was too high and thus too strong and it "was causing a crazy reaction". The rep met with the patient and turned the ins off. After the ins was turned off, the patient stated they "couldn't go"; they were having a return of urinary symptoms and had to catheterize themselves. At the time of the report the ins was still turned off and the patient was still feeling pain. They will follow up with their healthcare provider (hcp). The ins is indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
The date received by MFR on the initial regulatory report was incorrect. The correct date received by MFR is 2016-jun-07. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that they had seen the patient on (B)(6) 2016 but was only aware of the implantable neurostimulator (ins) protruding when the patient sat. They had not seen the patient since then.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's device was turned off last year by the urologist because patient was having problems, further stating that patient was running a fever. Patient needed assistance turning their device back on because they were having problems urinating on and off; further stating they had difficulty urinating, patient explained that they would urinate a tiny bit and it would stop. Patient stated it was a back and forth thing, because it is summer and being hot they tire to keep hydrated by taking a lot of fluids. It was reviewed that patient saw a programmer (pp) batteries warning screen, patient replaced that batteries and was able to connect with the implant. Patient confirmed pp showed a lightning bolt on the top left corner, and it was reviewed that implant was on. It was reviewed that patient may consider making adjustments if not getting a 50% or greater symptom relief and also follow up with the health care provider (hcp) if not resolved. Patient synced with the pp and stimulation was on. No further patient complications were reported/ anticipated as a result of this event.